Manufacturer narrative:
One device was returned for repair with complaint of loose latch/lock arm and downstream occlusion (dso) seal, as well as error code 41662. There was no relevant service history. Visual/functional testing was performed and confirmed complaint. Replaced the downstream occlusion (dso) seal, latch/lock mechanism, and motor flag sensor. Upon further investigation, found battery compartment damaged and damage to lcd screen. Replaced battery compartment, lcd screen and incompatible motherboard. Device passed all testing criteria post repair.

Event description:
It was reported that the device had a loose latch/lock arm and dso (downstream occlusion) seal, as well as error code 41662. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.